Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what you meant by "after one shoot the device stopped working". The doctor shoot one time without problem, but after that the jaws kept open¿ they didn¿t stick together. Was the device not able to be fired? It fired once, then stopped working. What did you mean by "the device was not coagulating"? It was a mistake as well as the reassemble thing¿ sorry. Was there an issue with bleeding? No. If yes, how much blood loss was there (mls)? Was a transfusion required? What do you mean by "had to reassemble"? No. Did you utilize another cartridge reload? Yes, nut with another stapler. Was there any patient consequence as a result of the event? No. Was there any change to the procedure or care of the patient after the procedure as a result of the event? No. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lung wedge resection procedure, after one shoot the device stopped working; device was not coagulating, they had to reassemble. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.